Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka) on (B)(6) 2024. Specific blood glucose levels not reported, but patient mentions high levels of ketones. The pod was worn between 5 and 24 hours on the abdomen. It was noted that the adhesive was not secure and the cannula dislodged from the site. Symptoms reported include dizziness, fatigue and a dry mouth. The patient was treated with insulin drip, intravenous fluids and anti-sickness medication. The patient was released on (B)(6) 2024.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided.